Event description:
The facility's nurse reported to baxter (B)(4) that a y-type bladder irrigation set had a hair inside the set. This occurred before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is available for evaluation; however, the sample has not yet been received. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however a photograph of the sample was provided. A visual inspection revealed hair inside the pouch. The reported condition is confirmed. The root cause is not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.